Manufacturer narrative:
UDI information:(B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed, and the valve passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and the valve passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested according to test and the valve passed the test. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was obstructed and was revised. On (B)(6) 2019, the patient was submitted to peritoneal derivative derivation for treatment of hydrocephalus with system placement with hakim codman programmable pressure valve, initially set to 120mmh20. The surgery was performed without intercurrence and the patient was taken to the intensive care unit. The next day, (B)(6), due to clinical worsening and in an attempt to increase liquid drainage, we performed the reprogramming of the drainage pressure to 80mmh20 and evaluated. On (B)(6), the patient remained with a poor clinical condition, a decrease in of consciousness, and even put on mechanical ventilation. A new tomography examination revealed a progression of hydrocephalus, but the distal and proximal catheters were well positioned. On the same date, a new surgical procedure for in-situ verification of the drainage system. It was identified that there was an obstruction to the passage of the liquor internally to the system that contains the valve and its regulating device, because there was enormous resistance when injecting physiological saline through the proximal entrance of the valve. We also noticed that the programming system was at a pressure of 30 mmh20, which diverged from the planned with reprogramming and theoretically should impose less resistance in the passage of the physiological solution and / or liquor. We proceeded with the replacement of the valve with a new one, which this time showed perfect functioning before the implantation.